Event description:
The manufacturer's representative reported that the patient presented to the hospital with nausea and vomiting and was diagnosed with narcotic withdrawal and was admitted overnight. Residual volumes were not checked at the time. At refill, a volume discrepancy was noted; expected reservoir volume was 2.9 ccs; actual volume aspirated was "about 20ccs." A dye study was performed and was normal. A rotor study was performed; the rotor did not turn. The patient is contemplating replacement. The nurse reported that the patient has had multiple mris, but the pump has always restarted." Dye study and roller study may be repeated. A follow-up report will be sent if additional information becomes available to us.